Manufacturer narrative:
Product event summary: the distal segment of the lead was returned for analysis. The rv (right ventricular) defibrillation coil developed a fracture due to flexing while in vivo.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range. Rv defibrillation impedance steady at approximately 46 ohms through 2016-(B)(4). Rises out of range by 2016-(B)(4). Superior vena cava (svc) impedances steady at approximately 54 ohms through 2015-(B)(4), rises out of range by 2015-(B)(4).

Event description:
It was further reported that the lead was explanted.

Event description:
It was reported that a device alert triggered. It was determined that the right ventricular (rv) lead superior vena cava (svc) coil exhibited high impedance. Additional patient follow up determined the rv coil also exhibited high impedance and a lead fracture was suspected. The lead remains in use with a lead revision being considered. No patient complications have been reported as a result of this event.